Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had an ablation procedure and is now completely pacemaker dependent. A cardiac resynchronization therapy defibrillator (crt-d) system was then implanted. During the implant procedure, noise was observed on the right ventricular (rv) channel; and was oversensed by the device causing pacing inhibition. There were no patient complications and the oversensed did not result in asystole for greater than two seconds. The connections were rechecked and a tug test was performed. The root cause was suspected to be seal plug damage/air bubbles. Technical services discussed this should resolve on its own. The device was reprogrammed to electrocautery mode overnight the patient was checked the following morning and everything was functioning normally. The device was programmed back to monitor plus therapy. No adverse patient effects were reported.